Event description:
Product returned with oos report. The device experience shows: "intermittent vent. Loss of capture, intermittent vent. Undersensing, and vent. Lead connector problem." Phone conversation provided the explant date of 2005. In addition, she explained that the pt went in for a revision due to lead problems. When attaching the vent, lead to the device, the physician was unable to tighthen the set screw and the torque wrench would not slip.